Event description:
A medtronic rep reported that they were doing a pre-op scan prior to a cranial procedure using mach cranial in the ior, and the software exited. The monitors in the room power down during a scan, but the rack should stay on. The medtronic rep reported that the left the software at the load pt screen. When the monitors came back on, the system said that it was shutting down. No impact to the pt, case proceeded as planned using the stealthstation.

Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. A device eval is still in progress as of the date of this report. While no pt was present, this issue is being reported because a software exit that does happen during surgery could cause a delay that could cause pt harm.